Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had their battery checked due to end of life approaching. Impedances were checked and one contact was out of range. The patient wanted to have full body MRI eligibility and was discussing a full system replacement with their health care provider (hcp). Surgery was planned but not performed. No further complications were reported.